Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated chips on the system interface board. Replaced the lemo receptacle, backplane, hv supply regulator board, generator driver board and reloaded the filament cal files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system boots up with no errors, but it will not make fluoro with footswitch, hand switch or x-ray button on top of the control panel. There was no report of patient injury.